Event description:
Leica biosystems received a complaint regarding sub-optimal processing of 16 from a total of 73 tissue samples, using peloris tissue processor serial number (B)(4). The tissue samples were described by the complainant as over-processed, dry and brittle. On (B)(6) 2013, leica biosystems received information from the laboratory that one (1) stomach biopsy specimen required re-collection. However, the laboratory was not able to answer if this specimen has been re-collected/received. Further information has been requested regarding whether re-biopsy of this patient has occurred. Investigation of this complaint by leica biosystem is in progress.